Event description:
Boston scientific received information that the patient with this device received six bursts of anti-tachycardic pacing and five shocks for sinus tachycardia. Therapy was exhausted due to these inappropriate shocks. The local field representative was not able to view an electrogram from the episode due to it being overwritten. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.